Event description:
Drug/diluent: marcaine 0.25%. Fill volume: 100 ml. Flow rate: 2.0 ml. Procedure: hernia repair. Cathplace: sub facial. Date of surgery: (B)(6) 2013. Physician reported that the pt complained of muscle twitching - generalized. Symptoms started approx 12 hours after infusion. Infusion began: (B)(6) 2013 (time not specified). Infusion ended: (B)(6) 2013 (time not specified). Additional info received from the physician on (B)(6) 2013: perhaps the on-q pump caused him (pt) muscle spasms, he had muscle twitching until he removed the pump. The pump did not seem to be functional anyway. Pt may or may not have had a drug reaction. Pt's reported condition is good.

Manufacturer narrative:
Method: it was reported that the sample will not be returning for an eval and investigation. Results: the lot number was not reported, therefore a device history review could not be conducted. Conclusions: the device was discarded - unable to follow up. At this time, this complaint is under investigation. I-flow will submit a follow-up report when concluded. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.